Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Reports that had surgery 1 week ago and has been using same product all week and tuesday noted that purple colored deep red areas from edge of stoma to one quarter out on bottom half of stoma. States home health nurse removed appliance and placed new one same ref number on patient. States it is towards 5 o'clock. Home care rn managing end user.